Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels resulting in loss of consciousness; cause was not known. At the time of the event, control iq (ciq) technology was reported as being turned off, due to this, the pump was unable to terminate insulin therapy when the customer experienced the low bg. Pump functioned as intended. No additional patient or event information was available.